Event description:
It was reported that the compressor was generating a leaking sound. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor was generating a leaking sound. During troubleshooting, the compressor motor tubing to the exhaust pipe was found to be punctured. A new compressor tubing kit was installed on the motor. The compressor was cleared for clinical use after passed performance and safety tests according to factory specifications. Note. Compressor tubing shall be replaced when performing 10000 hour maintenance. Leaking compressor tubing may lead to poor air supply. In the event of a major leak, the compressor will not be able to supply the ventilator with sufficient air pressure. Alarms from the connected ventilator and the compressor will then be generated to alert the operator. If the compressor is used as a back-up air supply it may fail to deliver air when needed. The ventilator will switch to pure oxygen delivery if the air supply fails and alarms for high oxygen concentration will be generated. Additionally, if no oxygen is connected to the ventilator, ventilation will stop as a worst case scenario. Alarms will be generated. The conclusion is that the compressor tube to the exhaust pipe was punctured which caused leakage and the leaking sound. Why the tube had been punctured was not clarified.

Event description:
Manufacturer ref.#: (B)(4).